Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. .

Event description:
It was reported that the electric dermatome handpiece stopped and then worked again. The surgery was completed with the same product; however, surgery was delayed 1 hour. There was no harm or injury to the patient in the event.